Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition with visible damage. The depot technician's assessment found that the mirror was missing, ac entry module and right side trim were damaged. The mirror, ac entry module, and right side trim were replaced. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. It was determined that the root cause was likely due to rough handling/environmental damage.

Event description:
A facility reported that the staff "complained they smelled something burning coming from the mlx 300w xenon lightsource (00mlx)." The facility's biomedical engineer inspected the unit and found that a lens had came apart, causing the burning smell on the exterior. In addition, the port where the fiber cable is supposed to be plugged into is also burnt. There was no patient involvement, injury or surgical delay.